Event description:
Sorin group (B)(4) received a report that a pump stopped during the procedure. The pump was power cycled but did not re-start. The pump was replaced. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a pump stopped during the procedure. The pump was replaced. After the case, the perfusionist tested the pump. There were no problems found during this test. Sorin group (B)(4) requested that the pump be returned for eval. To date, the equipment has not been received. A follow-up report will be filed when the investigation is complete. There was no report of pt injury. The facility filed a vigilance report with the (B)(4). This medwatch report is filed as a result of this action.